Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds. The lead had been programmed off and was subsequently capped but not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.